Event description:
Possible intermittent atrial under sensing noted on stored egms leading to potential early termination of at/af episodes. Patient experienced chest tightness and shortness of breath. Lead was manufactured bv blotronik . Case#: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).